Event description:
Investigation results completed on a smiiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of alarm 1720 was confirmed when powering device along with reviewed in history log. The complaint is isolated to the back up capacitor. Action was taken to replace the capacitor. Device went on and passed all functional testing.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. There were no reported adverse events.